Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A senior diabetes therapy consultant reported via email of low blood glucose readings from the insulin pump. The customer's blood glucose reading was not provided. The customer had a low reading that caused a motor vehicle accident. The customer declined to be transferred to helpline.